Manufacturer narrative:
Information was received on 11/7/2019 indicating that there was no patient involved in this event. Device evaluation completion date: 11/20/2019. Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with a scratched screen. Event log history was performed and indicated that "error 1720" was recorded in history. During analysis, the device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. Service will replace back-up cap to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "error 1720" and continuous beeping. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.